Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged. It was also noted that the battery cap was loose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: during investigation, the pump was returned with the battery compartment crack. There was no evidence of physical damage on the battery compartment threads. Unrelated to the original complaint, the bolus button cover was found to be torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.